Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery dropped from 75% to 25% suddenly. The customer's blood glucose was in the range of 200mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.